Manufacturer narrative:
The cause for the falsely high advia centaur xp intact parathyroid hormone (ipth) results is unknown. The customer's assay calibration and quality control (qc) were within acceptable ranges. Siemens is investigating. The instruction for use (IFU) under the interpretation of results section states the following: 'results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) under the limitation section states the following: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." MDR 1219913-2018-00158 was filed for a falsely elevated result on (B)(6) 2018, and MDR 1219913-2018-00159 was filed for a falsely elevated result on (B)(6) 2018.

Event description:
Falsely high advia centaur xp intact parathyroid hormone (ipth) results were obtained on a patient sample and the results were questioned by the physician. The patient had elevated ipth results on different days from the same patient. The physician was expecting a lower pth result, the patient sample was sent by their client to another laboratory, and the pth result was lower. Patient treatment was not altered or prescribed or adverse health consequences due to the discordant advia centaur xp ipth results. MDR 1219913-2018-00158 was filed for a falsely elevated result on (B)(6) 2018, and MDR 1219913-2018-00159 was filed for a falsely elevated result on (B)(6) 2018.

Manufacturer narrative:
Siemens filed MDR on 06/05/2018 for a falsely high advia centaur xp intact parathyroid hormone (ipth) patient result. 07/06/2018: additional information: new patient sample draws were obtained at the customer site after on (B)(6) 2018, and those results were in alignment with the patient's clinical picture. The sample draw dates, and actual pth values, were not provided by the customer. The patient takes their calcitriol and sensipar medications daily. There is no patient sample available for further investigation by siemens. The root cause for the false high ipth patient result is unknown. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required. MDR 1219913-2018-00158 was filed on 06/05/2018 for a falsely elevated result on 04/20/2018 for the same patient, and MDR 1219913-2018-00158 supplemental report 1 was filed on 07/27/2018 for additional information. MDR 1219913-2018-00159 was filed on 06/05/2018 for a falsely elevated result on 05/04/2018 for the same patient, and MDR 1219913-2018-00159 supplemental report 1 was filed on 07/27/2018 for additional information.